Manufacturer narrative:
This is a final report. An on-site investigation performed by a leica field service engineer revealed that the m525 f20 shut down due to a faulty power switch. The medical technician (customer) exchanged the defective power switch by a non-original leica spare part. When the device was turned back on, the nurse found that the m525 f20 was not working. After the customer tried to repair the power switch, the microscope shut down by blowing the fuse. An examination of the affected m525 f20 revealed no defective components or sub-assemblies that could have caused the main switch to fail or the fuse to have blown. Consequently, it can be concluded that the defect came from a sudden failure of the main power switch. Because of the age of the device (older than 7 years), the defect can be considered a sign of wear and tear. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue (faulty main power switch) is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defect in the fuse can be considered as consequential damage due to and unauthorized repair by the customer. After replacing the main switch and fuse, the m525 f20 worked to specification.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from italy stating that a m525 f20 shut down during a surgical procedure. There was no patient injury.